Manufacturer narrative:
Service inspected the instrument and replaced multiple parts when troubleshooting the issue; however, the valve, manifold, dispense 2 way (part number a-35002114-03) was found to be worn out from normal use. Replacement of the valve, manifold, dispense 2 way resolved the issue. The module function was verified with a control run. Review of the instrument¿s service history verifies no subsequent issues have been reported related to false stat high sensitive troponin-I results. Device history review found no non-conformances or potential non-conformances related to the valve, manifold, dispense 2 way. Trending review for the instrument part did not identify any trends. Review of the alinity I product monitoring review found no trends of the alinity I with regards to the current issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, sn ai21601, or the valve, manifold, dispense2 way.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one patient. The customer noticed imprecision with the quality controls and decided to repeat the patient sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 5.3 ng/l (B)(6) 2024 repeat result = 94.0 ng/l (B)(6) 2024 repeated three more times = 4.9 ng/l, 5.9 ng/l, 5.8 ng/l the customer determined that the initial result was correct. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one patient. The customer noticed imprecision with the quality controls and decided to repeat the patient sample. The following data was provided: 08nov2024 sid (B)(6) initial result = 5.3 ng/l 08nov2024 repeat result = 94.0 ng/l 08nov2024 repeated three more times = 4.9 ng/l, 5.9 ng/l, 5.8 ng/l the customer determined that the initial result was correct. There was no impact to patient management reported.